Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Patient additionally reported "joint pain, and feeling sick" not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Patient additionally reported "joint pain, and feeling sick" not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a missing piece of shell assessed as inconclusive and observed a broken assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Patient reported rupture," "leaking," joint pain" not device related and "feeling sick." Record is for left side. Device has been explanted.